Event description:
Reporter indicated that vns pt had passed away from sudep (sudden unexplained death in epilepsy). Exact date of death is unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.